Event description:
Nuclear medicine procedure involving tagging red blood cells to give to patient. During draw from vial needle dislodged from its base causing a small radioactive spill that also involved a blood product. Defective needle was bd blunt fill needle with red hub that broke from metal part of needle. Lot number 5177536.